Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the bending section cover (a-rubber) had leakage during user handling and water invaded the subject device. It caused abnormality in electronic components and the suggested event occurred. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and a blackout screen occurred occasionally due to corrosion of the plug unit. Also, evaluation found the bending section cover was leaking, the insertion section was dented, the objective lens was cracked inside and immersed, there were stains inside the objective lens after drying, which resulted in shadows at the bottom left and bottom of the image, the light guide connector was immersed and rusty, the remote switch was immersed, the printed circuit boards were immersed, the scope cover unit was dirty, switch #1 and 4 were dirty, the switch box was dirty, and the light guide tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope had no image. The issue occurred when preparing the scope for use in a diagnostic bronchoscopy procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.